Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter stated that the audio bolus button had been intermittently unresponsive. There was reportedly no known trauma to the pump, and the keypad was reportedly intact with no peeling. The reporter denied moisture exposure and stated that the patient was still using pump at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the bolus button cover was torn and the bolus button responded intermittently to testing. Unrelated to the bolus button issue, the display was dim, fading and reddish in color.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.